Event description:
A patient underwent coronary artery bypass graft (CABG) surgery via median sternotomy with concomitant left atrial appendage exclusion (laae) and posterior wall encircling ablations using an olh clamp. The surgeon routed the olh guide and connected it to the olh clamp. The product IFU includes a warning to pull the clamp into position, as pushing the clamp into position may cause damage to surrounding structures. Reported information indicated that surgeon pushed the clamp into position. This use error led to an injury to the left atrium. The clamp and guide were removed, and the injury was repaired with three prolene sutures. The concomitant ablation was aborted. The primary procedure and concomitant laae were completed. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.